Event description:
A hysteroscopy performed prior to an attempted novasure endometrial ablation revealed the pt had a "laterally displaced uterus, with a ridge at the internal os." Her internal cavity was "very small." The physician had difficulty inserting the device past the "ridge." Eventually, the physician seated the device and the cavity integrity assessment (cia) test failed twice. At this point, the physician performed a hysteroscopy and noted a "perforation in the middle of the fundus." The procedure was aborted. A hysteroscopy, dilation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not know when this perforation occurred, or what instrument may have been the cause. We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).